Manufacturer narrative:
The customer does not allege a device malfunction and has declined a carefusion investigation; they have already put the pump back in service because their investigation has determined that the overinfusion was due to user error. They concluded that they have learning opportunities regarding using a secondary setup for infusions that should be run as continuous; they also realize that the patient did not receive the 500ml fluid bolus that was supposed to have been infusing at the same time as the cardizem secondary, and that the correct clinical practice would have been to use a separate pump for the cardizem instead of hanging it as a secondary. They requested available teaching materials such as tip sheet to facilitate clinician reeducation.

Event description:
The customer reported that a cardizem drip was supposed to infuse at 10 mg/hour (10ml/hour), but approximately 75 ml infused at 999ml/hour. A patient with atrial fibrillation with rapid ventricular response, pneumonia, r/o sepsis, and dehydration had primary fluids running at 999ml/hr, and the nurse programmed a basic secondary of cardizem at 10 ml/hr with a 50ml vtbi. However, the actual volume in the cardizem bag was 125ml; the device infused at 10 ml hour for 5 hours as programmed, and when the secondary vtbi completed the primary rate of 999ml/hour automatically resumed. However there was still 75 ml in the cardizem bag, which was correctly hanging higher than the primary bag, so it actually infused at the 999 ml/hr rate. The patient's blood pressure fell, they required transfer to ICU and were started on dopamine and norepinephrine temporarily.